Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached 14.1 mmol/l (253.8 mg/dl). The pod was worn between 5 and 24 hours on the leg. It was noted that the cannula was bent. No information was provided on how the hyperglycemia was treated.